Manufacturer narrative:
This supplemental report is being submitted to provide the correction of heath impact code. Updated fields: h2, h11 corrected fields: a, b5, h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the reported issue was not reproduced and no device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed code communication error e238 during inspection for use. There were no reports of patient involvement.